Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited stored episodes of paused cardiac rhythm. Further examination revealed that this was due to the proximal anterior electrode of the device losing contact with the tissue causing undersensing of the patient's rhythm. The device was to be monitored as this issue generally resolves over time. There were no consequences to the patient.